Manufacturer narrative:
A philips remote service engineer (rse) consulted with the customer¿s biomed, who reported using a simulator rather than a transducer. The biomed changed cables on the simulator, but the issue persisted. Although the sim-cube was set to a static pressure within range, the x3 displayed a pressure greater than 300 mmhg. The rse suggested acquiring a transducer from the clinical education department and testing with another x3. Biomed tested against another x3 and observed the same problem. It was noted that the simulator output did not comply with the required input sensitivity of 5. The simulator output was found to be set too high at 40. The rse provided documentation from the IFU regarding the correct input sensitivity. Once the simulator setting was corrected, the abp readings were as expected and the issue was resolved. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating that the ibp measurement pressure displayed by the x3 is greater than 300mmhg. The device was not use on a patient at time of event; there was no adverse event reported.